Event description:
It was reported that balloon rupture occurred and withdrawal difficulty was encountered. Vascular access was obtained via the left common femoral artery (cfa). The target lesion was located in a calcified right common iliac artery (cia). Following an unspecified introducer sheath, an 8.0mmx40mmx135cm sterling¿ balloon catheter was selected for use and advanced to dilate the lesion. Upon the 1st inflation at an unknown pressure for 2 minutes, the balloon ruptured and split circumferentially. However, the device was unable to be retrieved via the left cfa sheath as the device did not deflate properly requiring an additional groin puncture via ipsilateral approach. An unspecified 6fr long sheath was inserted, snared the wire which was then brought out as "through-and-through" wire. The balloon was subsequently snared from the right side over the wire. Its hub was cut off at the left groin and eventually, the balloon and its shaft was delivered out from the right groin via the long sheath. No device fragments were left inside the patient. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the sterling was received with no other devices. There was blood in the inflation lumen and the balloon. The distal end of the balloon was bunched-up. The distal tip was damaged. The shaft was necked-down and stretched 1mm, 8cm, and 13.5cm from the proximal weld. The shaft was kinked and buckled 8cm from the proximal weld. The proximal end of the shaft was separated and not returned for analysis. The separated end was cleanly cut, which is consistent with the reported information. Microscopic inspection of the balloon did not reveal any tears or damage. Inspection of the remainder of the device presented no other damage or irregularities. Functional testing could not be performed due to the returned condition of the device. There was no evidence of any material or manufacturing deficiencies contributing to the damage and reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred and withdrawal difficulty was encountered. Vascular access was obtained via the left common femoral artery (cfa). The target lesion was located in a calcified right common iliac artery (cia). Following an unspecified introducer sheath, an 8.0mmx40mmx135cm sterling balloon catheter was selected for use and advanced to dilate the lesion. Upon the 1st inflation at an unknown pressure for 2 minutes, the balloon ruptured and split circumferentially. However, the device was unable to be retrieved via the left cfa sheath as the device did not deflate properly requiring an additional groin puncture via ipsilateral approach. An unspecified 6fr long sheath was inserted, snared the wire which was then brought out as "through-and-through" wire. The balloon was subsequently snared from the right side over the wire. Its hub was cut off at the left groin and eventually, the balloon and its shaft was delivered out from the right groin via the long sheath. No device fragments were left inside the patient. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).